Event description:
It was reported ¿lot# ashufc0005 the issue is the needle leaks out the top by the angel wings. Occurs when flushing saline or pulling back blood.¿ no other information was provided. Additional information received 01/25/2024: it was reported, ¿discovered when priming, no harm to patient. No damage to packaging or visually able to see, when priming or if you flush after insertion, leaks.¿ a specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.